Manufacturer narrative:
Other, other text: returned device was received with a bent front panel and has a rattle internally. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. No previous service histories. Manufacturing DHR is not relevant as the source is user interface.

Manufacturer narrative:
Narrative 1.

Event description:
Ro 1079689: continuous alarm high pressure, device dropped, front panel is not flat. Additional information received 5 august 2020: issue discovered 7 july 2020, no patient involvement, no authority notified.

Event description:
Information was received that device has continuous alarm for high pressure. Device was dropped and front panel is not flat. No adverse effects reported.